Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the cause of the clinical observations were a result of a perforation which was confirmed by an echocardiogram.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead developed a pericardial effusion and tamponade as a result of the lead's fixation mechanism. The patient was hospitalized but has since been discharged. The lead remains in service. No additional adverse patient effects were reported.